Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20297. It was reported the patient lost stimulation in his feet. The patient's original pain pattern is low back, bilateral legs and feet. Lead diagnostics revealed invalid and low impedances. Reprogramming only slightly improved coverage in the left foot and pain relief is not effective. It was further reported the lead wires appeared to be protruding in the lumbar region of the back. The patient reported the lead not bothered him.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.